Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the infusion sets leak insulin between the cannula and headset adhesive and 3 weeks ago the infusion tubing disconnected from the headset. On (B)(6) 2011 the infusion set leaked between the cannula and adhesive and the patient's blood glucose elevated to 380 mg/dl. The patient changed the infusion set and insulin cartridge. On (B)(6) 2011 the infusion set leaked between the cannula and adhesive and the patient's blood glucose elevated to 380 mg/dl. The patient changed the infusion set headset. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The alleged infusion sets were discarded. The patient will return unused product.